Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is bent but not broken. The knot is not tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the knot will not tighten down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force, excessive biodebris, or improper technique. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, after the t implants of the fast-fix 360 were deployed, the suture was stuck and could not be tightened. Both implants were removed from the patient using suction. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).